Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that 3 days post-implant ((B)(6) 2016), the patient had a fall and crushed her femur. As a result, she did not sue the stimulator until (B)(6) of 2016.

Manufacturer narrative:
Corrected information: sex, date of birth.